Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. This supplemental is being sent to include information that was previously omitted from follow up #1. The lay user/patient¿s test strips had also been returned and evaluated by lifescan product analysis but the findings were not included in the previous submission. The test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. The alert date has been updated to reflect the date test strip evaluation was completed. The ¿device returned to mfg date¿ has also been updated appropriately. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (onetouch ultramini). The reporter claimed obtaining blood glucose readings of "267 and 304 mg/dl" with the subject meter and "183 and 209 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.